Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to insulation damage near the superior vena cava (svc) coil after screwing out the helix. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.